Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had their implant replaced on 4/04 and when patient services specialist (pss) asked if replacement was due to normal battery depletion, the pt said that "yeah they just put the new um system in my back, so it's the newest stimulator". Pss flagging call as the implant was replaced before expected 9 years. Pt lost their 97745 intellis controller. Pss provided pt sunmed's phone number and warm transferred pt to sunmed for their lost controller. Pt lost their 97755 intellis recharger, intellis recharging belt m943899a, intellis recharging belt m943899a, intellis 97745 ac power supply m947656a, intellis controller carrying case (pouch to hold the controller) m944964a and intellis system carrying case (big case to store the recharging system and controller) m9433900a. Pss sent email to repair to send replacements for the lost external equipment.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 97755, product type : recharger product; ID 97713 serial# (B)(4), implanted: (B)(6) 2015, explanted:(B)(6) 2022, product type: implantable neurostimulator, product ID 97745 , product type : programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
N/a.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97715 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type implantable neurostimulator product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient device information updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.